Event description:
It was reported that a balloon rupture occurred. The patient presented for a complex percutaneous coronary intervention. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst upon inflation. The device was removed without any problem using the normal method. The procedure was completed using an alternate device. There were no complications reported. It was further reported that the balloon ruptured immediately upon inflation. The patient was in good condition after the procedure.

Manufacturer narrative:
The wolverine cb mr, ous 10mmx3.50mm was returned for analysis. Visual and tactile inspection of the hypotube shaft, outer and inner lumen, and entire extrusion found no issues. Microscopic analysis identified two pinhole leaks at the site of the proximal markerband, and no issues with the blades, tip or markerbands. Pinhole leaks were noted when the device was inflated.

Event description:
It was reported that a balloon rupture occurred. The patient presented for a complex percutaneous coronary intervention. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst upon inflation. The device was removed without any problem using the normal method. The procedure was completed using an alternate device. There were no complications reported. It was further reported that the balloon ruptured immediately upon inflation. The patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The patient presented for a complex percutaneous coronary intervention. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst upon inflation. The device was removed without any problem using the normal method. The procedure was completed using an alternate device. There were no complications reported.